Event description:
Customer reported 2 recent false negative clinitest hcg results. There was no known adverse impact to either patient.

Manufacturer narrative:
Additional device manufacture date: 06/2009.